Manufacturer narrative:
Codes for investigation conclusions updated to reflect the resolution of the complaint investigation. Upon investigation of the actual device used in this incident, it was determined that the drawer failed due to a broken cubie that did not release. A field service engineer attempted to remove the cubie via hta and could not able to remove it. Further investigation revealed that an orange liquid had been spilled, which corroded two of the cubie trays within the drawer, hindering their functionality. Subsequently, the engineer replaced the damaged cubie trays to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis medstation system drawer failed due to a broken cubie that did not release. The malfunction occurred when a user tried to dispense medication to the patients, causing a delay to the patient's care. There were no adverse events or injuries reported based on this event.